Event description:
It was reported that during a da vinci-assisted benign hysterectomy surgical procedure, the clinical sales representative (csr) reported that the site was having issues getting the ground pad to go green. The csr stated that they tried three ground pads, several locations on the patient, power/hard cycled the integrated electro surgical unit (iesu) and system. The site put the ground pad on a third party generator and it worked. The technical support engineer (tse) advised the csr that if they had an energy activation cable they could set up the third party generator to the system. The csr looked for one briefly but could not find it. The csr later called back after the site converted the case to an open procedure. The site was later able to find the energy activation cable for the system and would be using a third party generator for the following future cases. The procedure was converted to open surgery with no reported injury. Intuitive surgical, inc. (Isi) followed up with the site on 26-sep-2022 and obtained the following additional information: the procedure was converted to open surgery because the ground pad issue was not resolved. The ground pad did not go green and the surgeon was not sure what caused the issue. They did not think the patient had any skin condition or any other outside factors to suggest the issue was caused by the patient. There were no post operative issues and no injury or harm to the patient. The iesu was functioning properly now.

Manufacturer narrative:
The field service engineer (fse) followed up with the customer and confirmed the iesu was functioning properly after the reported event. No site visit was conducted. The system was working properly and no additional action was required. A remote fe/tableau log review was conducted, which resulted in the following findings: the logs show the customer performed a benign hysterectomy procedure on (B)(6) 2022 on system sk4352. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed the following possible related system errors: 25920 erbe energy activation halted by an instrument or instrument cable connected to the upper bipolar port on the erbe. This complaint is considered a reportable event due to the following conclusion: the customer converted after the start of the procedure due to ground pad not working properly. While there was no harm or injury to the patient.